Manufacturer narrative:
(B)(4). Scar investigation results: evaluation of the returned sample confirmed a crack in the body of the barrel. This is a bulk packed product. The most likely cause for this type of crack is damage during shipping or damage by handling during the manufacturing process. The investigation focused on a review of the complete manufacturing process for area where handling damage might occur. The syringe barrels are injection molded and stored in bags before being assembled with the plunger and piston. These bags of in-process barrels may be stacked on top of each other, which could cause compressive damage. The assembly process is manual and not likely to introduce damage without the operator noticing. CAPA plan: reviewed this issue with the operators for heightened awareness, and retrained on lamp inspection procedure. Reviewed complaint record and device history record (DHR) for this lot to determine if a lot specific problem occurred. No evidence of a similar defect was found during DHR review or inspection of retained samples from this lot. No prior complaints have been reported on this lot. Tightening sampling will be performed for the next three lots to improve detection. In addition, the storage of in-process barrels has been switched to using hard plastic bins, which can be stacked without putting pressure on contents. ID bags are used, they can only be placed in a single layer.

Manufacturer narrative:
(B)(4). A complaint sample was provided for evaluation. The evaluation confirmed the presence of a longitudinal fracture or crack in the syringe body. The complaint investigation was not able to identify a root cause for the crack in the syringe body based on the results of the visual inspection of the complaint sample. A device history record review was performed for lot 0000675490. The review did not identify any issue or discrepancy that may have contributed to the reported failure mode. The investigation was not able to identify a probable root cause for the reported failure mode since the investigation was not able to identify any issues with the internal manufacturing processes in the (B)(4) facility. The 60cc syringe is supplied by an external vendor) and is not altered by the (B)(4) facility prior to placement in the finished good tray. The external vendor has been notified of this failure mode and requested to an investigation with root cause and corrective actions for the observed defect in the syringe. As a preventive action, all applicable manufacturing and quality personnel will be notified of this complaint and the reported failure mode to ensure awareness. Once carefusion receives supplier investigative report; a follow up emdr will be submitted.

Event description:
A 60 cc syringe split while doing a bedside paracentesis.  The resident was splashed in the face with the fluid. No patient impact. The barrel of the syringe split in the middle when fluid was being plunged out of syringe barrel. Fluid sprayed on employee. Procedure was completed as planned?

Manufacturer narrative:
(B)(4). If further information becomes available, a follow emdr will be submitted.